Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic defects in the painted surface of the pump case but demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
The pt received ems treatment for hypoglycemia.